Manufacturer narrative:
Investigation included user education and troubleshooting via guided rescanning. Investigation of this case revealed that the signal loss was resolved after the user rescanned the sensor, restoring communication to the ilet. It was concluded that the event involved a temporary communication issue between the cgm and the ilet that was corrected with standard troubleshooting.

Event description:
It was reported that a user of the ilet bionic pancreas experienced loss of continuous glucose monitoring data transmission from a libre 3 plus sensor to the ilet while the pump displayed ¿start new sensor,¿ although the sensor continued to show readings on the pump afterward and the signal to the ilet was restored by rescanning the sensor in the ilet mobile app. Symptoms included no reported adverse physiological effects. Outcomes included no interruption to required medical care and no hospitalization.